Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: reason for device explant is currently unknown. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant had an area of separated material on the anterior view and extending to the posterior view, measuring approximately 2.0 cm x 4.0 cm. Additionally, shell abrasion was found in the edges of the separated material. It should be noted that as part of mentors quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturers reference number: (B)(4).

Event description:
On january 21, 2021, a 300cc mentor memorygel breast implant was received by the mentor failure analysis lab that could not be associated with an existing complaint. Follow-ups were performed but the information provided did not help associate the device with any existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. The date of explantation was estimated as (B)(6) 2021, the first day of the month that the device was received.